Event description:
It was reported that there were concerns regarding premature battery depletion of the subcutaneous implantable cardioverter defibrillator (s-ICD). Device data shows power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component and the device is malfunctioning. The battery dropped from 36% to 15%. Boston scientific technical services (ts) consultant recommended device replacement. The device was explanted and replaced. No additional adverse patient effects were reported.